Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. A review of the manufacturing and inspection records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that additional pressure was required when connecting a power source to power port one (1). Supplemental testing revealed that the inner core of the connector was not inserted flat, causing it to be slightly off-center with angular displacement. Internal visual inspection did not reveal any anomalies. Log file analysis revealed two (2) vad disconnect alarms logged on (B)(6) 2025 at 08:53:21 and 09:00:44, indicating that the controller was powered on without the driveline connected, likely during the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to improper assembly during manufacturing. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller experienced an unstable/poor mechanical connection of power ports on the controller, and the product was defective out of the box. The site programmed the controller using a battery, and during an elective controller exchange with the patient in the room, the ac adapter would not connect. A different ac adapter was tried, but it also failed to connect. The "defective" controller was abandoned, and a different controller was used successfully. No excessive force was used when trying to connect, and the event was not associated with any controller alarms or ventricular assist device (vad) stop events. The controller was exchanged. There was no patient involvement.